Event description:
The bench technician found a loss of audio and "speaker malfunction" error message on the telemetry device. No patient involvement.

Manufacturer narrative:
After further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2019-03198 was submitted.